Event description:
I received a back surgery on (B)(6) 2022 and my incision was closed with dermabond prineo made from johnson & johnson, includes same ingredients that nail glue and gel bonding nail chemical product has in it: i.e., cyanoacrylate and formaldehyde. I had a severe allergic reaction to this and both these ingredients are suspected to cause cancer, and imagine this ingredient closing up a surgical would at the spinal cord, being absorbed straight to the nervous system and brain, and having allergic rxn. Please look into this (B)(6). I don't see how johnson & johnson can make a product containing these horrible ingredients, not only did I suffer from this allergic rxn, may have long term problems now related to whatever it could have put into my body, and it has prolonged my healing time from my back surgery. These products are also inside nail glues etc. And nail glue eats the skin and major allergic rxn to these chemicals, how are these ingredients not being changed? FDA safety report ID # (B)(4).